Manufacturer narrative:
Device evaluation by MFR: the mustang 12 x 6 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-jun-2021. It was reported that balloon leak occurred. The long segment target lesion was located in the cephalic vein return in upper arm. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon could not reach the nominal pressure and contrast agent was spilled. Dilation effect was not achieved and the procedure was completed with another of the same balloon catheter. No patient complications were reported and the patient condition was stable. However, returned device analysis revealed balloon pinhole.